Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c124 was performed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint categories, tubing leak and alarm #1: air detected. No trends were detected for these complaint categories. However, a corrective and preventive action was initiated for complaint category, alarm #1: air detected, and is now closed. No corrective and preventive action was initiated for complaint category, tubing leak. Service order, (B)(4), feedback: the service technician cleaned blood from the pump heads, occluders, and covers. The service technician replaced both the collect and return transducers and then successfully performed the system checkout procedure. No further action is required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a blood leak from the tubing on the pump deck during a patient procedure. The customer stated that she first noticed the leak when an air detected alarm sounded. The customer clamped the patient's line and disconnected the patient from the instrument. The customer tried to abort the procedure, but could not get the alarm to clear in order to get the option to abort. The customer reported taking off the kit, and then powering the instrument off. The customer stated that she was not completely sure where the leak came from, but suggested it might have started from the tubing connection joints near the system pressure transducer. The customer reported that they gave the patient 500ml of normal saline after the procedure. The patient was reported to be in stable condition, and their hemoglobin and hematocrit were being monitored. The customer reported blood leaked into the fluid routing valves, pump heads, on/around the system pressure transducers, and on/around most of the surface of the pump deck. The customer requested service to clean the instrument and to have the instrument checked out. Service order, (B)(4), was dispatched. The customer reported that the patient received photopheresis on a different cellex instrument that same day, and tolerated the procedure with no issues. The customer has elected not to return the kit for investigation.